Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 403 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer also stated that she frequently has bent cannulas. Suggested trying an infusion with a shorter cannula. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.